Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a04 captures the reportable event of tip damaged.

Event description:
It was reported that a navigator access sheath device was used during a procedure. During the procedure, it was found that the access sheath did not have an opening in the end of the sheath for the wire to be fed up. The procedure was completed with no patient complications.